Manufacturer narrative:
The suspect device has been returned to olympus, however, an evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that following polyp removal in the rectum, during a colonoscopy procedure, an attempt was made to apply a clip to a mucosal breach, however, the clip did not release from the applicator after closure and remained attached to the control wire, which broke at the handle. The endoscope was removed, leaving the clip with the control wire in place. The scope was reinserted and the clip forcibly removed from the patient. The intended procedure was completed using clips from a different manufacturer. The procedure was completed after a delay, characterized as a few minutes. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus. This is report #3 of 3 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation of the returned subject device revealed the following: - the wire was removed from the handle. - there was not an occurrence of buckling in the insertion portion. - adhesions of foreign materials were not observed on the clip. - the clip arm was slightly closed. - the connecting portion placed between the clip and wire was bent. - the clip could not be released from the wire, and clipping did not complete. - the slider was disassembled to inspect the area where the wire secured in place. - the screw was tightened properly. The pipe that the wire run through was deformed. - the pipe deforms when the screw is tightened. This secures the wire running inside the pipe in place. - the wire was deformed at the position where the screw was tightened. - the ends of the pipe were caulked. - caulking the pipe secures the wire running through the pipe. - an attempt was made to run the wire through the pipe. However, the wire did not go through the caulked area of the screw thread of the pipe and the ends of the caulked pipe. Replication testing was carried out where it was possible to complete clipping. Resistance of the slider operation during clipping was compared. The result indicates that the resistance of clipping method inferred based on the confirmation of the subject device was greater than the resistance of the clipping method stipulated in the product specification. A review of the device history record found no deviations that could have caused or contributed to the reported problem. A definitive root cause for the reported problem was not established. However, it is likely the reported event occurred because the clipping procedure was not completed. The wire detached from the operating portion while clipping was being performed. The results of replication testing indicates that the following factors may have caused a tensile force beyond the resistance strength that was applied to the area where the wire was secured in place. However, the reported phenomenon could not be replicated therefore, the exact cause could not be determined. - due to buckling of the area where the clip and the wire was connected, resistance strength was increased. - the clip was pressed against an object. This increased a sliding resistance of the slider. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of: withdrawing the instrument from the endoscope. Otherwise, perforation, bleeding, or mucous membrane damage may result.¿ olympus will continue to monitor field performance for this device.